Event description:
A report was received that stated an unintentional dural puncture occurred during an attempted epidural anesthesia procedure. User reported that the sensation of dura mater puncture was not felt during the procedure, nor was there any cerebrospinal fluid flashback. Patient was kept under hospital care for one evening for prevention of post dural puncture headache. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.